Event description:
It was reported that the patient was having a lead replacement on the day of the report, not because of a lead problem, but because of pain coverage reasons. The reporter indicated that the location of the leads was going to be moved. Battery voltage was at 2.985v and the patient was programmed at 2.3v, 450's and 40 hz on electrode pair 2+,2-. If additional information becomes available, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was implanted with a 5-6-5 electrode configuration paddle lead. It was stated that x-rays were taken of the lead on (B)(6) 2012. It was noted that the patient had "good coverage" and that the patient was "doing well" at the time of this report.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: 2010-(B)(6), product type lead product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead product ID 37743, serial# (B)(4), product type programmer, (B)(4).